Manufacturer narrative:
After its receipt, the pacemaker underwent a status interrogation, and the memory content was analyzed. The analysis of the memory content showed proper device behavior. The battery was fully charged. In a next step, the pacemaker was visually inspected, and the connection system was examined. The screws and the spring elements of the lead connections were without problems. Leads inserted in a test could be contacted with easy passage, low-ohm values, and reliably. The drill hole dimensions were all within the dimensions specified by the is-1 standard. The pacemaker¿s capability to provide therapy was tested. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed specification-conforming behavior in regard to its device functions. In addition, the impedance measurement functions were checked in various polarity configurations, as well as at various load resistances. The measured values showed no abnormalities. The leads have not been provided for analysis so far, and they could therefore not be analyzed. In summary, the pacemaker was without problems during the analysis and within specifications both in regard to the connection system and the electronics. In particular, there were no anomalies during the measurement of the lead impedances. There was no material defect or manufacturing error.

Event description:
Ous MDR - a sudden increase in the impedances of both leads and pacing loss in the right ventricle were reported. During the revision, the rv lead proved to be intact with good impedance and sensing values and a good bipolar pacing threshold. The pacemaker was exchanged, the two leads were connected to the new device. No deterioration of the patient's state of health was reported. The device is currently undergoing analysis.